Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians evaluated several syringe pumps in their clinic by loading a syringe with a known volume and documenting the volume to be infused on the IV pump. The expected volume of syringe was 18 ml. After priming the tubing. However, it was noted that the syringe pumps read different volumes inconsistently. Pump 1, it read 17.8ml; pump 2, it read 17.5ml; pump 3, it read 17.7ml; pump 4, it read 17.8ml; pump 5, it read 17.5ml; pump 6, it read 17.8ml; pump 7, it read 17.7ml; pump 8, it read 17.8ml; pump 9, it read 17.8ml; pump 10, it read 17.6; pump 11, it read 17.6; pump 12, it read 17.6. Additionally, two pumps gave two different syringe options (terumo and bd plastipak), while all the rest gave one syringe type option. These tests were performed using normal saline solution and there was no label or sticker on the syringe. The customer stated that the syringe used was "bd plastipak 20ml." Although asked, customer was unable to provide the syringe's mode;/ref#. There was no patient involvement.